Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('the left-sided essure implant is not within the left fallopian tube located inferomedial to the proximal portion of fallopian tube'), pelvic pain ('pain') and caesarean section ('caesarean section'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/spillage was demonstrated from the left fallopian tube". And device monitoring procedure not performed, "the plaintiff did not undergo this test". The patient's medical history included: grand multiparity, genital disorder female, short of breath, unilateral leg swelling, wound secretion, chest pain and fever. Concomitant products included canagliflozin (invokana) from 2017 to 2018, diosmin; hesperidin (noxarel), ibuprofen (motrin), levofloxacin (lovenox), oxycodone, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menstruation irregular ("hormonal changes: irregular periods"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/longer periods"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary infections"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and depression ("depression") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (essure removal and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, caesarean section, pregnancy with contraceptive device, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, female sexual dysfunction, dyspareunia, vaginal discharge, weight increased, alopecia, vulvovaginal pain and menstruation irregular outcome was unknown. The migraine and headache was resolving. And the depression had resolved. Pregnancy related information: retrospective report, the patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported, as a live birth. It was unknown, whether the child was healthy. The reporter considered alopecia, caesarean section, depression, device expulsion, dyspareunia, female sexual dysfunction, headache, heavy menstrual bleeding, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted, insertion date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 28.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2016, patent left: fallopian tube with a left-sided essure implant located inferomedial to the proximal portion of the left fallopian tube. The more medial portion of the left, essure implant is immediately superior to the left cornua. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: confirming pregnancy. Concerning the injuries reported in this case, the following ones were described, in patient¿s medical records: device expulsion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information added, lab data updated. Event: the left-sided essure implant is not within the left fallopian tube, located inferomedial to the proximal portion of fallopian tube added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device was noted in uterine serosa and was removed using a kelly'), device expulsion ('the left-sided essure implant is not within the left fallopian tube located inferomedial to the proximal portion of fallopian tube'), pelvic pain ('pain') and caesarean section ('caesarean section') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test" and device ineffective "device ineffective/spillage was demonstrated from the left fallopian tube". The patient's medical history included grand multiparity, genital disorder female, short of breath, unilateral leg swelling, wound secretion, chest pain and fever. Concomitant products included canagliflozin (invokana) from 2017 to 2018, diosmin;hesperidin (noxarel), ibuprofen (motrin), levofloxacin (lovenox), oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menstruation irregular ("hormonal changes: irregular periods"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/longer periods"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migranes/headaches") and headache ("migranes/headaches"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary infections"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and depression ("depression") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, pelvic pain, caesarean section, pregnancy with contraceptive device, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, female sexual dysfunction, dyspareunia, vaginal discharge, weight increased, alopecia, vulvovaginal pain and menstruation irregular outcome was unknown, the migraine and headache was resolving and the depression had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, caesarean section, depression, device expulsion, dyspareunia, female sexual dysfunction, headache, heavy menstrual bleeding, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted - insertion date-(B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: patent left: fallopian tube with a left-sided essure implant located inferomedial to the proximal portion of the left fallopian tube. The more medial portion of the left, essure implant is immediately superior to the left: cornua. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. New event added- uterine perforation from sd dated: (B)(6) 2021. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (no complications)') and caesarean section ('caesarean section') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the plaintiff did not undergo this test". Concomitant products included canagliflozin (invokana) from 2017 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menstruation irregular ("hormonal changes: irregular periods"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/longer periods"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migranes/headaches") and headache ("migranes/headaches"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary infections"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant) and experienced vulvovaginal pain ("vaginal pain") and depression ("depression"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, dyspareunia, vaginal discharge, weight increased, alopecia and menstruation irregular outcome was unknown, the migraine and headache was resolving and the depression had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, caesarean section, depression, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Reporters information updated. Event: irregular periods, depression were added. On 11-oct-2019: event outcome were updated to recovered: depression. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (no complications)') and caesarean section ('caesarean section') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the plaintiff did not undergo this test". Concomitant medical products included canagliflozin (invokana) from 2017 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes describe :"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary infections"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant) and experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, urinary tract infection, female sexual dysfunction, dyspareunia, vaginal discharge, weight increased and alopecia outcome was unknown, the hormone level abnormal had resolved and the migraine and headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, caesarean section, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received : new events, "hormonal changes, pregnancy (no complications), abnormal bleeding (general), infection (bladder/urinary tract/vaginal) type: urinary infections, apareunia (inability to have sexual intercourse), migraines / headaches, dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain, hair loss,caesarean section." Were added. Outcome of event, "hormonal changes" was changed to "recovered/resolved". Outcome of events, "migraines/headaches" were changed to "recovering/resolving". Patient's information was updated. New reporter contact information was added. Patient's demographics were updated. Product information was added and updated. Onset dates of events were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.